Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) inappropriately delivered anti-tachycardia pacing (atp) and a shock due to atrial fibrillation (af) with rapid ventricular response on two occasions, recorded in separate episodes. Technical services (ts) suggested reviewing the episodes with electrophysiology/cardiology. This crt is functioning as programmed and remains in service. No additional adverse patient effects were reported.